Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('she had a hysto and she was getting sick abdominal pain back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("she had a hysto and she was getting sick abdominal pain back pain") and malaise ("she had a hysto and she was getting sick abdominal pain back pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, back pain and malaise outcome was unknown. The reporter considered abdominal pain, back pain and malaise to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('she had a hysto and she was getting sick abdominal pain back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("she had a hysto and she was getting sick abdominal pain back pain") and malaise ("she had a hysto and she was getting sick abdominal pain back pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, back pain and malaise outcome was unknown. The reporter considered abdominal pain, back pain and malaise to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.